Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00766 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with the bd epicenter¿ single user software, patient data was associated incorrectly. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian: incorrect association blood cultures master data.

Event description:
It was reported that during use with the bd epicenter¿ single user software, patient data was associated incorrectly. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian: incorrect association blood cultures master data.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.